Event description:
Patient sent to ed by infusion center for leaking PICC [peripherally inserted central catheter]. Ed evaluated and found part of line pulled out with small tear at skin site. PICC line removed and a new PICC replace on opposite arm. Unclear if tear pre-existing or when pulled out prior to patient arrival at infusion center. Based on what is known, no harm to the patient from PICC with tear at entry site. Damaged PICC was inserted prior to this visit, packaging not saved for lot#.